Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to the prb leaking. The device was removed and replaced. There were no patient adverse events and the surgery had a successful outcome.